Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the left ventricular (lv) lead exhibited undersensing and high thresholds. It was also reported that the lead positioning difficulty was due to the surgeon's unfamiliarity with the septal pacing pattern, and not with a lead issue in particular.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited placement difficulty and the lead 'parameters were not ideal'. The lead was explanted and replaced. No patient complications have been reported as a result of this event.